Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a MRI scan was ordered and the patient was turned down for MRI scan yesterday. The patient indicated his stimulator is no longer working and did not have his controller with him. The hcp reported the patient had a lumbar MRI scan done in 2019, at that time, the patient was able to use his controller and the ins put into MRI mode. The hcp reported he has record that patient is full body eligible. MRI mode and guidelines were reviewed. No symptoms were reported.